Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: after investigation, the patient was a female of unknown age who underwent episiotomy repair in hospital on (B)(6) 2024. The surgeon used w9932 for sewing the perineum and perineum mucosa (the specific sewing method was unknown) during the surgery. The intraoperative sewing was smooth. 7 days after the surgery, the patient reported wound pain at the perineal sewing area. The examination by the doctor found that the patient's perineal wound was red and swollen, and the suture at the perineal area was not absorbed. The doctor considered that the suture rejection reaction occurred to the patient due to the suture was not absorbed, and did not give the patient any treatment. Then the patient's wound redness and swelling and pain symptoms were weakened over time, and the wound healing was improved. No subsequent adverse events were reported. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. What is the most current patient status? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Contacted with the sales rep today via phone and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an episiotomy on (B)(6) 2024 and suture was used. The device was used to sew perineal mucosa during surgery. About 1 week after surgery, the patient feedback with post-op pain. The surgeon checked and found the wound with slow absorption of suture. The examination by the doctor found that the patient's perineal wound was red and swollen, and the suture at the perineal area was not absorbed. The doctor considered that the suture rejection reaction occurred to the patient due to the suture was not absorbed, and did not give the patient any treatment. Then the patient's wound redness and swelling and pain symptoms were weakened over time, and the wound healing was improved. No subsequent adverse events were reported.additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Twenty-seven unopened samples were received for analysis. Product code av3694. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed.the packets were opened, and the swage and attachment area were noted as expected. During the visual inspection, the sutures were correctly placed on the winding former. Sutures were dispensed without problems and examined along the strand and no anomalies could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: as an absorbable device, vicryl rapid. All of the original tensile strength is lost by approximately 10 to 14 days post-implantation. Intramuscular implantation studies show that the absorption of these sutures occurs thereafter and is essentially complete by 42 days. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.